Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the quality investigation, there was severe corrosion on all internal components of the collet causing damage which jammed the collet. The severe corrosion is most likely caused from improper cleaning and sterilization of the product.

Event description:
It was reported that the device would not retain a pin during testing. There was no patient involvement and no allegation of adverse consequences associated with this event.